Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead. There was also evidence of high out-of-range ra impedance measurements. An x-ray was unremarkable. Surgical intervention was performed and the connections were confirmed to be secure. Both the ra and rv leads were tested on the pacing system analyzer (psa) and returned normal impedance measurements. The rv lead was capped and replaced. The ra lead and device remain in service. No additional adverse patient effects were reported.